Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 25-jul-2018 with the following findings: a review of the black box showed no evidence of a short battery life. Multiple call service 128 post-delivery motor alarms were observed. The battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed on the display screen inside the pump. The leak test failed due a battery compartment leak. The ¿ez-prime¿ steps were performed correctly, and all current readings were within specifications. The alleged ¿short battery life¿ complaint was unable to be duplicated. The pump cover was removed to find further moisture corrosion to the power printed circuit board and to the continuous glucose monitoring module.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged there was moisture behind the display with a battery life alarm. There was no indication that this issue led to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.